Event description:
Boston scientific received information that during a pre implant check for a scheduled device replacement, this right ventricular (rv) lead exhibited high out of range pacing impedances, noise and no capture indicating a fracture. The lead was surgically abandoned and a new rv lead implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.